Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during pre-testing the motor device's "black cord has a slit in it, but no wires were exposed." The motor device was not being used in surgery so there was no delay and a spare identical motor device was available for use. There were no injuries or medical intervention reported. There was no additional information provided.